Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
This procedure was performed in (B)(6). Customer states that after surgery the catheter was removed. Along with the catheter removal, there appeared to be carbonized particles. Investigation of the return closurefast catheter was on (B)(6) 2014, in which the coil was inspected and found a deformed fep slice with apparent blood near the medial portion of the slice. The source of the unknown debris was rubberized/string like consistency and referenced by the customer as a "carbonized particles" could not be identified.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.